Event description:
It was reported that during a coronary stent procedure, the physician attempted direct stenting of a lesion in a saphenous vein graft to the diagonal branch. It was noted that the stent was loose on the delivery device. The delivery/stent device was removed without incident. The physician then pre dilated the lesion and successfully placed another MFR's stent. Pt status is listed as "okay".